Event description:
It was reported to boston scientific corporation in 2008 that a polyflex esophageal stent was used during a stent placement procedure (patient age, gender, and weight unknown). According to the complaint, the user could not get the stent loaded without crimping. The procedure was completed with another polyflex esophageal stent. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been destroyed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.